Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that speed and power drops were noted when reviewing the log file. A kink in the percutaneous lead was also noted. Additional information that was received stated that the patient had an incident of low flow, speed drops to 0 that resolved without intervention. The patient was sitting in a chair at that time.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains ongoing with the implanted device. However, the reported event of speed drops and pump stoppages was confirmed via evaluation of the submitted system controller log file. The log file showed multiple events of elevated pump power and speed drops below the low speed limit. The log file also captured several motor stopped and low flow hazard alarms. Evaluation of the log file could not conclusively determine the cause of the captured events. The patient was provided with a non-grounded patient cable and the reported event resolved. The patient is currently ongoing and no further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.